Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of an implantable pulse generator (ipg) during interrogation it was noted that implant detection was in progress. Implant detect was turned off and the device remains in use. No patient complications have been reported as a result of this event.